Event description:
It was reported that the right atrial (ra) lead had high threshold. The physician attempted to reposition the lead and was successful in obtaining a good threshold but there was no current of injury. The physician elected to use a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 5076-58, implantable pacing lead, implanted (B)(6) 2013; model addrl1, implantable pulse generator (ipg), implanted (B)(6) 2013. (B)(4).